Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum. Isolation plug leaks blood after nurse successfully punctures patient's indwelling needle on (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4081464 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. Please see the attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows blood oozing from the end of the septum, and the root cause of this defect cannot be determined as no defective samples are received for further testing. The plant will continue to track and trend for this issue.